Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had a sore under one of the electrodes and that they were using a gold bond powder on the affected area. During a follow up with the patient, the patient reported that they were using an antibiotic cream on the sore. The final medical outcome of the skin irritation is unknown. No alleged device deficiency.